Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The pump was unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive buttons. No blank display was noted. The pump had cracked display window corner, scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and high blood glucose readings from the pump. The customer's blood glucose reading was 403 mg/dl. The customer treated the high readings with injections. The customer stated that he was on vacation and the pump stopped working. The customer stated that the pump went blank and he tried to change the battery and the pump would not come back on. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.